Manufacturer narrative:
The field service engineer (fse) cleaned the fluidic lines, replaced the dilution vessel and waste valve, and flushed the waste line. The service maintenance actions performed by the fse resolved the issue.

Manufacturer narrative:
The electrode information was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium (na) and chloride (cl) results for 1 patient sample on a cobas pro ise analytical unit. The initial cl result was 104 mmol/l and the initial na result was 140 mmol/l. The doctor questioned the results as they did not match the patient's clinical picture, which prompted the customer to repeat the sample. The repeat cl result was 122 mmol/l and the repeat na result was 129 mmol/l.